Manufacturer narrative:
This is a final report. During the on-site investigation by the fse it was found that the proveo 8 has no defects and fully conforms to its specification. The observed issue was not caused by a deficiency of the proveo 8. Identified technical root cause for the observed issue is a design weakness of the 3rd party laser filter made by quantel medical, model: fmw. Due to the shape of the mechanical interfaces of the 3rd party laser filter a reliable fixation between the optics carrier of the surgical microscope, the 3rd party laser filter and the binocular tube cannot be ensured. If one of the fixation screws will get loose there is a low probability for the user to detect the unreliable mechanical fixation before the 3rd party laser filter and /or the binocular tube will fall down. CAPA-her-md-22-001 was initiated to address this issue. The manufacturer of the 3rd party laser filter, quantel medical, located in france, was informed by leica microsystems (schweiz) ag about the situation, the result of the complaint investigation and the initiation of the CAPA to address the issue.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from germany stating that a leica binocular tube and a 3rd party laser filter that were attached to each other fell to the floor. Both parts were mounted onto the proveo 8 optics carrier, with the laser filter being inbetween the binocular tube and the optics carrier. There was no patient injury.

Manufacturer narrative:
This is a follow-up report. During the on-site investigation by the fse it was found that the proveo 8 has no defects and fully conforms to its specification. The observed issue was not caused by a deficiency of the proveo 8. Identified technical root cause for the observed issue is a design weakness of the 3rd party laser filter made by quantel medical, model: fmw. Due to the shape of the mechanical interfaces of the 3rd party laser filter a reliable fixation between the optics carrier of the surgical microscope, the 3rd party laser filter and the binocular tube cannot be ensured. If one of the fixation screws will get loose there is a low probability for the user to detect the unreliable mechanical fixation before the 3rd party laser filter and /or the binocular tube will fall down. The investigation is not yet completed. A follow-up will be submitted should additional information become available following further investigation.